Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner would not turn on. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with a barcode scanner usb cable. A field service engineer stated that the site pyxis coordinator reseated the barcode scanner usb connection to resolve the issue. The system functioned as intended after the site pyxis coordinator troubleshot the device.